Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 45 mg/dl. Customer advised they were bottoming out due to rates and steroids. Customer wanted a new sensor, declined a replacement insulin pump and had a broken holster. Customer wanted a new insulin pump on their end.